Manufacturer narrative:
The liberty cycler passed the simulated treatment test, the system air leak test and the valve actuation test. The calibrate zero pressure for patient sensor was conducted to repair the m37 failure during set up. Scale calibration was performed to recalibrate the scale. The patient stated that there have been no incidents of overfilling and he has been able to complete all treatments. He reported that there have been no device malfunctions, or cassette leaks. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(4) 2011 to (B)(4) 2013.

Event description:
A peritoneal dialysis patient, while undergoing treatment on an liberty cycler, had drain complications in drain 1 in addition to being treated for peritonitis. He reported his slow drains may be the result of positon because when he repositions himself, the drain speed improves.